Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: there were loss of prime warnings following a pump rewind observed in the black box history due to the user not priming within 3 minutes after a rewind is complete. There were no loss of prime alarms during investigation and the force sensor calibration reading was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.